Manufacturer narrative:
(B)(4). The customer returned one PICC 2-l catheter and vps delta precision stylet for analysis. The sheath was not returned for analysis. Definite signs of use were observed on the components. Visual analysis of the catheter did not reveal any obvious defects or anomalies. It was noted that the catheter was trimmed approximately 10cm from the distal tip. The stylet was also reported to be tight within the catheter and was returned with multiple kinks. The catheter was functionally tested per the vps instruction booklet provided with this kit , which states "visually inspect and ensure the stylet tip is intact. Keeping the tuohy borst on the connector end of the stylet, insert the stylet through the distal lumen of the catheter until it extends 1mm from the tip of the catheter." During functional testing, the returned stylet could not be threaded into the returned catheter due the multiple kinks in the body of the returned stylet. A lab inventory delta stylet was threaded through the returned catheter with minimal resistance. The sample was sent to the wyomissing facility to conduct further analysis of the sample. They visually confirmed that the catheter body extrusion contained "out of round" sections. They concluded that the resistance felt was likely due to the interaction of the peel away sheath inner diameter min (0.071" - 0.079") and catheter extrusion outer diameter max (0.073" - 0.076"), which were the specifications prior to CAPA implementation. This is not the current specifications. Additionally, the catheter body extrusions were all released prior to full implementation of the corrective actions associated with the CAPA , making it likely to have "out of round" cross sections. A device history record review was performed and no relevant findings were identified. The customer report of a catheter tight in sheath was confirmed through investigation of the returned sample. The sheath was not returned for analysis, however, r & d analysis confirmed "out of round" portions of the returned catheter extrusion which likely contributed to the customer reported event. Additionally, they concluded that the resistance felt was likely due to the interaction between the peel away sheath inner diameter min (0.071" - 0.079") and catheter extrusion outer diameter max (0.073" - 0.076") specifications, which was the specification prior to CAPA implementation. This is not the current sheath and catheter specification. The catheter extrusions from this kit were released (sep - dec 2021) prior to the final implementation of the CAPA (april 2022) which addresses this issue. Based on findings of the CAPA, the root cause is design related. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the PICC "felt very sticky and felt like it was getting snug in spots at the end of the introducer - out of round". It was difficult to pass the catheter through the introducer. A new catheter was used and successfully placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the PICC "felt very sticky and felt like it was getting snug in spots at the end of the introducer - out of round". It was difficult to pass the catheter through the introducer. A new catheter was used and successfully placed. No patient harm reported. The patient's condition is reported as fine.